Event description:
It was reported that approximately one month post implantation of a vascular stent, guided fluoroscopy demonstrated a twisting of the stent causing the sfa to re-occlude. An angioplasty was performed and two new vascular stents were implanted successfully. There is no reported patient injury.

Manufacturer narrative:
As the lot number of the subject device has not been provided, a device history record review could not be performed. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample was returned. On the basis of the image provided, it can be confirmed that the stent was twisted, however, an occlusion could not be confirmed. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The twisting of this kind of stent may be caused by interactions of various us-related and anatomical factors with the given stent design. There are also various physical forces including individual patient factors that may contribute to the twisting of a stent in this region. In this case, the vessel was reported to be calcified. O the basis of the info available, a definite root cause for the reported event could not be determined. The IFU sufficiently describes the correct application of the device.